Manufacturer narrative:
(B)(4). Date sent: 4/8/2021. D4: batch # u5d049. H6: component code: mechanical(g04), others(g07). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received with the right side fully fired, left side unfired, and with damage on reload deck. Upon evaluation of the reload, the reload body and one-piece sled were noted to be damaged. In addition, staples were observed inside of the channel stuck behind the knife. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2021. One video was received. Upon visual inspection of one video, the following was observed: the video shows tissue handling by a surgical instrument. Bleeding was noted on the tissue and no staples could be observed. Based on the video reviewed no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Abdominal pain, nausea. Two more days of hospitalization., if yes, describe: longer hospitalization and use of corticosteroids. Please clarify what is meant by would not fire. Was there any sound or movement of knife? If so, how far? The surgeon reported that he fired the stapler, he signaled that he was going to fire, but the blade did not advance. The load was removed from the stapler, repositioned and then triggered. When he opened the stapler's jaw, the fabric was cut but not stapled. On second attempt, was reload changed? The same charge was used as the first firing attempt. Did any staples deploy? If so, what was their shape? The clips were not closed. The surgeon reported that everyone was open. How was the issue addressed intraoperatively? Superstructure was performed on all the cut tissue. Was the prolonged hospital stay and steroids a result of the issue with device or were there other contributing factors? It was a result of the problem with the stapler. I a video available of the device firing? The video is attached to the form, but is attached in that email as well. What is the current patient status? The patient progressed well, was discharged two days later and had no further problems. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric surgery, sleeve, with endogrampeador echelon powered plus 60mm in the third shot, with golden charge, it stopped and did not fire. He used the reverse button, repositioned the charge and fired. At that moment he realized that the tissue was cut, but it was not stapled, leaving the tissue all open. It resutured the tissue in two planes. From what the surgeon reported, the patient evolved well, but he had to stay two days longer than normal.